Manufacturer narrative:
(B)(4). A second mitraclip was inserted to further reduce the mr. The physician grasped the lateral side of the leaflet several times and became trapped in chordae several times. The second clip was removed from the chordae using troubleshooting maneuvers. The second clip appeared to jump when it was released from the chordae. The second clip was completely closed and deployed on two leaflets, but mr grade returned to 4. The pressure gradient was 4 to 5 mm hg. A third clip was inserted between first and second clip, but mr grade did not change and the mean pressure gradient rose to 7 mm hg with the trial grasping. The grasp was released from the third clip delivery system (cds). The pressure gradient returned to an acceptable level and the undeployed third cds was removed from the anatomy. The steerable guide catheter was removed from the anatomy and the procedure was completed. The severe mr remained and the patient was taken to the intensive care unit. The heart team was consulted with the surgeons and it was decided that the patient should undergo conventional surgery. Mitral valve replacement (mvr) surgery was performed the next day, (B)(6) 2018; both mitraclips were explanted. The surgeon commented that the patient had very fragile tissue related to steroid medication and a couple of chordae rupture and mitral leaflet damage confirmed. The ruptured chordae and leaflet damage were suspected to be related to the second mitraclip grasping and chordal entanglement. On (B)(6) 2018, besides the surgery on the mitral valve, surgical intervention was also performed on the tricuspid leaflet, the iatrogenic asd [atrial septal defect], and the laa [left atrial appendage]. The patient also received a blood transfusion on (B)(6) 2018. A lvad/bvad [left ventricular assist device/biventricular assist device] was implanted on (B)(6) 2018. The patient expired on (B)(6) 2018. The cause of death was multiple organ failure. In the opinion of the physician, it is unknown whether the mitraclip device is related to the patient death. After the surgery, the patients heart was not well and had respiratory complications (pneumonia, pneumothorax, pulmonary alveolar hemorrhage, acute respiratory distress syndrome). Although the heart had been moving finally, the patient died from other factors (multiple organ failure that included respiration complication). However, the patient death was related to the mitraclip procedure due to the severe mr which required surgical intervention. The asd was related to the mitraclip procedure. No additional information was provided. Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The second mitraclip device referenced was filed under MFR report # 2024168-2018-08088.

Event description:
This is filed on the steerable guide catheter to report the atrial septal defect which required surgical intervention. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a2/p2 prolapse and mildly restricted posterior leaflet. Due to the short length of posterior mitral leaflet (pml), 7 mm length of pml, grasping the leaflet with the first mitraclip was difficult and took more than one hour. After the first clip was deployed successfully mr grade was reduced to grade 3.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of atrial septal defect (asd) (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The asd appears to be related to procedural conditions due to transseptal puncture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient death was filed under medwatch report # 2024168-2018-08088.